Event description:
Boston scientific received information that this atrial lead connected to a competitor device, is exhibiting low out-of-range (oor) pacing impedances of 126 ohms. A health care professional (hcp) contacted boston scientific sales representative for guidance on revising this lead. The patients right ventricular (rv) lead also had increased thresholds. It is unknown if the revision has been done. Attempts to gain additional information have been unsuccessful. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.